Event description:
The customer's son reported that the customer received a reading of 167 mg/dl on their precision xtra meter which was higher than they felt. The customer experienced lightheadedness, dizziness and felt faint. The customer was taken to the hospital and they received a reading of 39 mg/dl on an unknown meter. The customer was diagnosed with severe hypoglycemia and treated with a "shot of something to lift his blood sugar". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.